Event description:
A surgeon reported that during a l1 kyphoplasty, utilizing the o-arm imaging system and stealthstation s7 navigation system, a large inaccuracy allegedly occurred while navigating an instrument with the suretrak2 array. The surgeon felt this inaccuracy led him to insert the instrument into the spinal canal. After surgery, it was reportedly noticed the patient had monoparesis of the right leg. The patient reference frame was fixed on a lower vertebra (l4) and the kyphoplasty was performed on l1. The surgery was completed with the use of the stealthstation.

Manufacturer narrative:
Patient weight was not available from the site. The patient is still reportedly experiencing neuropathic pain. On site evaluation of the systems by the medtronic representative found the o-arm and the navigation to be functioning properly: during simulated use testing the rep could not identify if the problem occurred because of a motion of the suretrak device on the instrument or the patient reference frame. Both looked well attached. It is suspected that a correction of the trajectory with the instrument while it was already introduced into the bone led to a rotation of the anatomy which was not tracked by the navigation because the patient reference frame was attached to a lower vertebra (l3). The site has performed several surgeries (kyphoplasty / spondylodesis) since the reported event and all went very well. All devices on site are functioning properly.